Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in was damaged. The following information was provided by the initial reporter: burrs on the catheter.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. The photo displayed an opened device with the catheter partially unseated from the needle hub. A strand of foreign material could be seen at the tip of the catheter. The reported defect was confirmed. As the device had been opened, it is possible that the foreign matter was introduced in the clinician environment or during manufacturing. Unfortunately, the photo provided for this incident did not present sufficient evidence to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed without the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in was damaged. The following information was provided by the initial reporter: burrs on the catheter.